Manufacturer narrative:
Concomitantly on (B)(6) 2002, the patient underwent a total abdominal hysterectomy and bilateral saphingo-oophorectomy, urethropexy with vaginal/paravaginal defect repair. The patient underwent incision and drainage of vaginal abscess and mesh resection on (B)(6) 2003 due to mesh erosion. (B)(4).

Manufacturer narrative:
Date sent to FDA: (B)(4) 2012. (B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported that the patient underwent a gynecological procedure to treat stress urinary incontinence and pelvic organ prolapse on (B)(6) 2002 and a mesh and in fast vaginal sling were implanted. It was reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.